Event description:
It was reported that during a preventive maintenance evaluation, the drill heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and the motor was discovered to operate intermittently. The motor assembly, a bearing, and the leaf spring were replaced. The drill was repaired and returned to the customer.